Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced twiddler's syndrome. This lv lead was dislodged and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the dislodgement allegation was not confirmed. Laboratory observations and field report were insufficient to verify dislodgement. The lead passed all tests. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced twiddler's syndrome. This lv lead was dislodged and was explanted. No additional adverse patient effects were reported.